Manufacturer narrative:
.

Event description:
The customer reported the touchscreen is frozen and unable to change patient settings. No patient harm reported.

Manufacturer narrative:
Event date: (B)(6). Date received from manufacturer: 10/01/2016 conclusion / root cause: this mmi board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).